Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and additional information was obtained. The instrument was inspected prior to use with no damage observed. The damage was found intraoperatively when the surgeon was using the instrument to cut. There was no damage to the insulation and the wire was intact. There was no thermal damage observed and no arcing was noted. There was no instrument collision and no issues removing the instrument through the cannula. There was no fragment that fell inside the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument for failure analysis testing. The instrument failed the electrical continuity test. The instrument housing was removed and inspection found the monopolar conductor wire was dislodged at the proximal end. The instrument was also found to have damage to the conductor wire insulation at the distal yaw pulley. The internal wire was exposed and no thermal damage was observed. The instrument passed the electrical continuity test after re-inserting the dislodged conductor wire at the proximal end. Energy delivery was performed with no issue. Further inspection found indentations/burrs on the edge of the distal idler pulleys, lower part edge of the distal clevis, and scratch marks/abrasions on the face and edge of the distal clevis. This additional observation is unrelated to the primary issue. No pitch cable damage was observed. The complaint was confirmed by failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. No conclusive determination could be made based on the image review alone.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument failed to energize. The instrument energy cable was replaced and the instrument was placed on another arm; however, the issue persisted. Use of the instrument was discontinued. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The permanent cautery hook (pch) instrument was further evaluated by intuitive surgical, inc. (Isi) advanced failure analysis. The initial findings were confirmed. The distal idler pulleys were confirmed to have minor mechanical indentations. However, the larger damage on one of the distal idler pulleys was determined to be a chip. The damage was inspected at higher magnification, and it was observed that there was no shift or pushed material around the damage to incite indentation damage. The surface of the damage also appeared to be consistent with a piece breaking/chipping off. The piece measuring approximately 0.062" x 0.0168" was broken off and not returned with the instrument. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The damaged was found intraoperatively when the surgeon was using the instrument to cut. There was no damage to the insulation, and the wire was intact. There was no thermal damage observed and no arcing. There was no instrument collision and no issues removing the instrument through the cannula. There was no fragment fall into the patient.

Event description:
Refer to h10/h11 for follow-up information.